Manufacturer narrative:
The scope will be returned for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that a dark gray almost black substance was coming out of the channels when flushing the scope. The customer reported that this has happened once before and had resolved. The customer reported that she had to be flush the scope¿s channels for approximately 15 minutes to clear the residue. There was no related patient death, injury or infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device was produced more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The event is not due to design. Based on the results of the investigation, the cause of the event could not be identified. The subject device has not been returned to olympus for evaluation. If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.